Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at a rehabilitation facility recovering from a stroke.

Event description:
Additional information: a computed tomography was performed to confirm stroke. The patient experienced stroke symptoms, specifically aphasia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of stroke could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account indicated that the alarms resolved with hydration and hypertension management. The controller event log file contained data from 05jun2022, per the timestamps. Transient low flow hazard alarms were captured throughout the file. The controller periodic log file captured data from 25may2022 through 05jun2022. Low flow alarms were captured on 01jun2022 and 04jun2022; however, the duration of these alarms could not be determined as there is no controller event data available for these timeframes. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) value. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.